Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump was received missing reservoir tube o-ring, broken reservoir tube lip, cracked case (battery tube), pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 110 mg/dl. Customer just noticed that the ring on the top of the reservoir is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.